Event description:
International affiliate reports that two single innie setscrews became loose, causing a spinal rod to slip post-operatively. The devices were explanted and replaced. This medwatch report is for single innie setscrew #2 that was involved in this event. See mfg medwatch report# 1526439-2008-00190 for single innie setscrew #1 involved in this event.

Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct is fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed.